Event description:
Caller reported past occlusions and declined further troubleshooting after addressing an active occlusion. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.